Manufacturer narrative:
(B)(4). The device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. In the absence of a specific failure mode reported and the device returned for analysis, a conclusive cause for the reported event could not be determined. The subsequent treatment appears to be related to procedure circumstance. A review of the lot history record and complaint history of the reported device could not be conducted, because the lot number was not provided. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device. The other seven perclose proglide devices are filed under separate medwatch manufacturer report reference numbers.

Event description:
It was reported that suture placement in an unspecified artery was attempted with eight proglide devices using the pre-close technique prior to an endovascular aneurysm repair (evar) interventional procedure. Reportedly, an unknown failure occurred with the eight proglide devices. The sutures of two new proglide devices were successfully pre-placed. The evar procedure was completed and hemostasis was achieved with the pre-placed proglide sutures. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.